Event description:
This is filed to report the inability to flush the device. It was reported during device preparation, the steerable guide catheter (sgc) could not be de-aired. The dilator lumen could not be flushed, it seemed as if it was blocked. A replacement sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficulty flushing the dilator was confirmed during returned device analysis. A review of the lot history record did not indicate a lot-specific quality issue. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the reported difficulty flushing the dilator is due to the adhesive blockage. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.